Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1208, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. Based on the documents review performed, no manufacturing nor quality deficits were identified. However, the root cause analysis previously submitted remains unchanged.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a patient received a pvs21 in aortic position. A concomitant CABG was performed. A good valve functionality was detected at the end of the procedure (mean gradient 4.5mmhg with no central/perivalvular leaks). The manufacturer was informed that the patient received a permanent pacemaker on (B)(6) 2019 due to an atrioventricular block grade iii. The patient was discharged to home on (B)(6) 2019.